Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Explantation date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation with unspecified mentor saline breast implant experienced left-sided implant deflation and breast pain postoperatively. Deflation was confirmed by a physician. As a result, the patient is scheduled to undergo explantation and replacement with unspecified mentor saline breast implants on (B)(6) 2021.